Event description:
Reporter alleges on (B)(6) 2019 she tried to inject humira with the injectable pen, but no medication was delivered. The delivery mechanism malfunctioned and the pen failed to deliver the medication.